Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: ni. Detailed description of event: limited information is available at the time of report. Rep was not present for the case. Per the surgeon, this is the same kind of incident as what happened in previous cases. The scissors were not cutting the tissue instead they were "chewing the tissue." Product is available for return. Additional information was received via email on 29nov2021 from [name], account manager I, applied medical: the materials manager stated that this complaint event is similar to those previously reported. There was "no patient injury, noticed the scissors weren't working when they were first used and a new pair was opened." No further details were provided. Patient status: no patient injury. Type of intervention: a new pair of scissors was used to complete the case.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: ni. Detailed description of event: limited information is available at the time of report. Rep was not present for the case. Per the surgeon, this is the same kind of incident as what happened in previous cases. The scissors were not cutting the tissue instead they were "chewing the tissue." Product is available for return. Additional information was received via email on 29nov2021 from [name], account manager I, applied medical: the materials manager stated that this complaint event is similar to those previously reported. There was "no patient injury, noticed the scissors weren't working when they were first used and a new pair was opened." No further details were provided. Patient status: no patient injury. Type of intervention: a new pair of scissors was used to complete the case.